Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up/down/ok/contrast keypad buttons required excessive force to activate during testing, it was observed that the up/down/ok/contrast key contacts became inverted when pressed and do not always spring back, and there was evidence of adhesive/contamination found under all contacts.

Event description:
It was reported that the keypad button presses did not activate desire pump functions. The keypad buttons are unresponsive when pressed. There was no adverse event associated with this complaint.